Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for these item(s) and the reported part and lot combination(s). Medical records were provided and reviewed by a healthcare professional. Review of the available records identified the following: well fixed tka without loosening, subsidence or fracture. Patella riding laterally on femoral sulcus due to stretching of retinaculum. Retinacular release performed with suture anchoring of patellar tendon. No exchange of products during the procedure. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs 42502607401 femur cemented cruciate retaining standard left size 12 lot# 64411832 MDR- 3007963827-2020-00297. 42532007901 tibia cemented 5 degree stemmed left size g lot# 64402755 MDR- 3007963827-2020-00298. 42540000038 all poly patella cemented 38 mm diameter lot# 64435149 MDR- 0002648920-2020-00492.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, at the six-month follow-up, the patient was noted to have left knee pain, persistent mechanical symptoms, difficulty ambulating, and retinacular repair disruption. The patient was revised (soft tissue) approximately 8 months post procedure.